Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle will not draw. The following information was provided by the initial reporter: consumer reported that the needle will not draw, stated that the plunger rod goes back when he inserts it into the vial. This complaint was previously reported on case file cs0061270, consumer had same issue with additional syringes from the same box and lot #. Consumer requested mail kit.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2031540. All inspections were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle will not draw. The following information was provided by the initial reporter: consumer reported that the needle will not draw, stated that the plunger rod goes back when he inserts it into the vial. This complaint was previously reported on case file (B)(4), consumer had same issue with additional syringes from the same box and lot #. Consumer requested mail kit.